Event description:
Patient reported upcoming left knee revision (scheduled on (B)(6) 2022) due to loosening. Patient reported a successful primary surgery until (B)(6) 2022 (implanted on (B)(6) 2017) where she noticed a "lump" behind her left knee. Patient alleges surgeon noted loosening and "leaking" of cement. Patient did not report manufacturer of the knee implants aside from the cement. Patient wants compensation and is in the process of retaining an attorney.